Event description:
It was reported that a patient's blood glucose levels (bg) reached 309 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The soft cannula was observed to be stretched and flattened. During the investigation, the damage did not prevent fluid from exiting the fluid path. Although the cannula was damaged, the timing and cause of the damage is unknown. No alarms, timeouts, nor drive stalls were observed in the data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.